Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Event summary: as reported an event occurred while using a cook silicone balloon hysterosalpingography injection catheter . As reported, the complaint device was placed, and the balloon could not be inflated. The balloon was found to leak fluid, and the procedure was completed using another new device. No adverse effects were reported. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. Visual exam noted the product was returned in an open outer package. The device appeared to be in used condition. The balloon catheter was returned with a 1ml syringe. The balloon material had ruptured. A review of complaint history records shows one other complaint associated with the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, a definitive cause of the event could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Reporter occupation: radiographer. PMA/510(k) #- k180291. Device evaluated by mfg - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a hysterosalpingogram of the uterine cavity, a cook silicone balloon hysterosalpingography injection catheter leaked. The radiographer was unable inflate the balloon due to the leak. A new device was used to complete the procedure. Examination of the returned device 04feb2021 found the balloon material was ruptured. A section of the device did not remain inside the patients body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.